Event description:
It was reported that continuous glucose monitor displayed error message, and caller sought assistance to address issue. There was no reported impact to the customer¿s blood glucose level. Customer support walked caller through complete pump reset, error message did not return, and caller successfully started new sensor session; no additional information was received regarding the outcome of the event.